Event description:
Post open heart surgery pt in critical care unit on monitor. Monitor blanked resulting in loss of data including ECG, pressures, cardiac output, vitals. After repair by clinical engineering unit back on line when blanking incident was repeated.